Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported connector attaching the icp transducer to a codman eds ventricular drainage system came apart, spilling 10-12 drops of csf onto the floor and transducer fell, suspended on cables, did not hit the floor. Transducer was quickly reconnected.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. The external drainage system (ID 821731c) was not returned for evaluation after three good faith attempts (gfes) were made and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined, however, a possible root cause for the issue reported by the customer could be due to human error when connecting devices. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.